Manufacturer narrative:
The device was received for evaluation with solution in bag found leaking inside a zip lock bag. Visual inspection was performed after solution was drained and no abnormalities were identified that could have contributed to the reported condition. Functional testing was performed by filling the bag with tap water and a leak at the spike port cap was observed. The reported condition of leak was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the middle port. This event occurred before use. There was no patient involvement. No additional information is available.